Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose was 287 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads. Motor error alarm noted during rewind due to corroded motor home switch.